Event description:
The customer tested her blood glucose and received a reading of 276 mg/dl using her contour ts meter. Her glucose was retested using another meter and that reading was 134 mg/dl. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.